Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device or difficult to open or close (gripper actuation - single). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device and difficult gripper actuation appear to be related to procedural conditions (leaflet interaction with gripper after advancement below the valve). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and was advanced under the valve. However, anterior leaflet became caught on one of the gripper. While lowering the grippers, the anterior gripper did not lower. Troubleshooting was performed and the issue was unable to be resolved. The physician decided to deploy the clip on both leaflets. To further reduce mr, an additional clip was implanted, redcuign mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.